Event description:
It was reported that the patient presented in clinic for follow-up. Examination revealed dislodgement of the right ventricular (rv) lead, which was confirmed by diagnostic imaging. The lead was explanted and replaced. The patient was in stable condition.